Event description:
It was reported that the patient had passed away. She had had a generator replacement a week prior to her death and came out in recovery. However, she remained intubated after surgery and later passed away. The company representative who attended the case indicated that the patient was in the intensive care unit prior to her surgery and had been in and out of status epilepticus for awhile. When she saw the patient, the patient was already intubated and on oxygen. The device history records for the patient's lead and generator were reviewed. It was confirmed that both passed all functional tests and quality inspections prior to distribution. No further relevant information has been received to date. The suspect product has not been received to date.

Event description:
The surgeon indicated that there was no relationship between the patient's death and the vns. He indicated that the patient's death was due to discontinuation of life support in the setting of persistent status epilepticus. The suspect product has not been received to date. No further relevant information has been received to date.